Event description:
The two yr follow-up found a left iliac aneurysm and caused a distal type I endoleak. Two leg grafts were placed and lead was resolved.

Manufacturer narrative:
Evaluation: after endovascular graft placement, pts should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. The long-term performance of endovascular graft has not yet been established. All pts should be advised that endovascular treatment requires life long, regular follow-up to assess their health and the performance of their endovascular graft. Pts with specific clinical findings such as endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft should receive enhanced follow-up. An evaluation of this event found that it was caused due to changes in the pt's anatomy over time.